Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported they were diagnosed with severe periodontal disease, and they have 5 back teeth that are all severely fractured, and dds believes it is due to their aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.